Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited farfield oversensing on the right atrial (ra) lead channel. Technical services (ts) reviewed programmed cross-chamber blanking periods and sensitivity settings. Reprogramming was performed, and subsequently atrial undersending occurred during an atrial fibrillation (af) episode. This ICD system remains in service. No adverse patient effects were reported.